Manufacturer narrative:
Both the model number and lot number have been requested but the reporter is unable to provide this information. As a result, the UDI and manufacture date could not be identified. In addition, the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the tube of the feeding set connected to the pump was leaking. There was no patient injury.